Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
(B)(6) states that the patient alleges that the caster just fell off of the lift when she was being put in the bed.